Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of an large volume infusor, a leak was found at the fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: february 19, 2013 - february 20, 2013. The device was returned for evaluation. Visual inspection and functional testing identified a leak due to a crack on the fill port. This confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.